Event description:
Approximately thirty minutes into the infusion, the pump alarmed with a downstream occlusion. The pressure increased on the pump. The occlusion was unresolved. There was blood return present in the line. The pharmacist was notified of the line issue. The practitioner was unable to resolve the "block" in the filter. The practitioner was instructed to prime a new filter with dextrose 5% and water and replace the filter. A new filter was applied and the drug infused.